Event description:
S/p placement for a new rechargeable pulse generator; the unit worked while in the or, but when programming was attempted in the recovery room impedences were high and there was no stimulation. Technicial services at medtronic was consulted and it was felt there was a malfunction. The patient returned to the or and it was found to a be failed electrode. There was no patient harm.